Event description:
Philips service reported a button was stuck on the CT-box or gantry panel. There was no report of uncommanded motion by the customer, and no report of harm to a pt, operator or bystander from the customer.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).